Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unable to test the basal delivery due to the unresponsive buttons. The device had minor scratched display window, cracked battery tube threads and a missing end cap sticker. No moisture damage noted on the electronic or motor assemblies.

Event description:
Customer reported a button error alarm. Customer states that they were at the beach and the insulin pump was alarming due to water. Nothing further reported.